Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced high blood glucose level of 400 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer changed out infusion set and treated but it took about 4 hours for him to came back down. The insulin pump will not returned for analysis.